Manufacturer narrative:
The device was not returned to manufacturer as it was discarded by surgeon; without receipt of the device, the reported clinical observation cannot be confirmed. Attempt to obtain additional information was unsuccessful. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve explanted at implant due to a paravalvular leak. Attempt to obtain additional information was unsuccessful. Device was not returned as it was discarded. There are no adverse events reported following procedure.